Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 137 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 150 mg/dl and 154 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 154mg/dl, (B)(6) 2015, 12:38pm; 165mg/dl, (B)(6) 2015, 12:36pm; 126mg/dl, (B)(6) 2015, 11:42pm; 123mg/dl, (B)(6) 2015, 12:11pm; 139mg/dl, (B)(6) /2015, 10:16am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 137 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 150 mg/dl and 154 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. (B)(6). Adverse event not reported.